Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was due to a visual change in breast. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side visual change in breast", it was found to be "completely deflated" and implant looked like "fortune cookie." Device has been explanted.